Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm (B)(6), 315-35-00 - glnd kwire (B)(6), 315-35-00 - glnd kwire (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-31-36. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a female patient, who had a rtsa, had an acromial type ii displaced stress fracture with no trauma noted. The event was possibly related to the devices and the procedure. The patient was given a sling. Outcome is continuing. No further information.